Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is not alarming to low blood glucose. The customer's blood glucose at time of the incident was 43 mg/dl. Troubleshooting found that the basal rate, bolus wizard and time and date settings are normal. Pump passed displacement test. Troubleshooting indicated that device is performing as designed and customer will monitor pump and follow up with his doctor regarding the low blood glucose.